Event description:
It was reported that the insulin pump alarmed no delivery and went out completely. Customer stated that patient will call back. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).